Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the dilator was inserted into the sheath and then inserted into the right atrium, and when performing transeptal puncture, a large amount of air was aspirated. Aspirating air several times, but air could not be removed completely. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No air movement into the patient was identified. The only product inserted directly into the hemostasis valve was the included dilator only. No additional venipuncture or septum puncture was performed due to sheath replacement. No resistance was noted when inserting the dilator.